Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user interaction. The customer's blood glucose (bg) level subsequently decreased to 29 mg/dl. The customer's friend administered a glucagon shot and the customer consumed glucose tablets to address bg. Review of the pump data logs by tandem technical support verified that the bolus was manually requested by the customer. Customer acknowledged the bolus was delivered due to error and pump was performing as intended.